Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death/gelled belt) was confirmed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction; the lifevest operated as designed.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2017 around 11:53 pm. The patient was in the hospital and wearing the device at the time of passing. Per review of the event, at approximately 11:23 pm on (B)(6) 2017 the patient's rhythm transitioned to vf with visible pacemaker spikes at a rate of 70 per minute. The lifevest did not detect the vf due to the presence of the pacemaker spikes. At 11:28:29 pm the lifevest entered into a treatment sequence due to motion artifact. The patient's rhythm at the time of the detection was vf with pacemaker spikes at a rate of 70 per minute and intermittent motion artifact. The belt deployed gel but a treatment was not delivered as the lifevest exited the detection sequence after interpreting the pacemaker spikes as a non-treatable rhythm. Per the long-term ECG recordings, the patient's rhythm remained in vf with pacemaker spikes, with intermittent motion artifact, until the electrode belt was disconnected at 11:36:30 pm. The pacemaker spikes and motion artifact precluded the treatment of the vf rhythm. Preclusion of the treatment of a vf rhythm due to pacemaker spikes is a known potential interaction between the lifevest and pacemakers. In this scenario, the pacemaker spike is the dominant signal, causing the lifevest to lock onto the pacemaker's signal as the cardiac rhythm, obscuring the underlying tachyarrhythmia. The lifevest operator's manual discloses this possible interaction to prescribers and includes a warning to use caution when prescribing a lifevest device to a patient who is dependent on a pacemaker.